Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were found large air bubble in reservoir. The customer¿s blood glucose was 6.7 mmol/l. Customer advised to check leaks in reservoir. Found no issue with leaks. Reservoir will not be returned for analysis.